Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level that ranged from 45-50 mg/dl. Customer stated that the low bg was related to "other health issues." Reportedly, the customer consumed a soda to address low bg.